Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. A patient underwent port placement procedure on the right chest wall. A year later, port was removed due to malfunctioning and the patient underwent another port. The port was attached and flushed easily and where locked with heparin. Four years later, patient had a syncopal episode. After few months, patient presented to emergency department with the complaint of pain from port. Blood cultures are positive for pseudomonas bacteremia. Hence the patient underwent removal of infected port-a-cath. Therefore, the investigation is confirmed for the reported bacteremia and infection issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one year, two months, and nineteen days post a port placement via the right internal jugular vein, the patient allegedly experienced pain and swelling at the port site. It was further reported that the patient allegedly developed with bacterial infection and was diagnosed with pseudomonas bacteremia as a result of the defective infected port. Reportedly, the infected port was removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that one year, two months, and nineteen days post a port placement via the right internal jugular vein, the patient allegedly experienced pain and swelling at the port site. It was further reported that the patient allegedly developed with bacterial infection and was diagnosed with pseudomonas bacteremia as a result of the defective infected port. Reportedly, the infected port was removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Medical records were not provided. Therefore, the investigation is inconclusive for the reported clinical condition as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.